Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak and functional testing. The pump had trimmed kink resistant tubing (krt) from the reservoir with window quick connectors. The pump passed the microscope examination, and no visual damages nor abnormalities were found. Also, the pump passed leak testing; however, it did not pass activation tests. Based on the information available and analysis results, the pump not passing the activation tests could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due to inflation issues caused by difficulties when pressing the pump. A revision surgery was performed to explant and replaced the device. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due to inflation issues caused by difficulties when pressing the pump. A revision surgery was performed to explant and replace the device. No patient complications were reported.